Manufacturer narrative:
E1: initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit device displayed an alarm occurred indicating that the insufflation pressure was rising excessively in sync with the patient¿s breathing and replacing the device did not improve the issue; the same alarm continued. The intended therapeutic procedure was completed without replacing the device; it continued to be used as is. There were no reports of patients¿ harm.